Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that the blood tubing leaked at the top of the filter when half of the transfusion was completed. There was no patient harm stated by the customer. The event occurred in the med/surg department. An incomplete event date (B)(6) 2019 provided.